Event description:
Information received indicates when performing the preventive maintenance, the technician found the battery is not keeping the charge although the battery led indicated the battery was charged.

Manufacturer narrative:
The technician replaced the aging battery to repair the bed.